Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. The following incident description was provided to caridianbct quality assurance on (B)(6) 2010. One spectra patient experienced loss of consciousness and prolonged recovery. The individual fully recovered without significant medical intervention or follow-up treatment. The medical director did not allege a deficiency of the cobe spectra machine or disposable kits.

Manufacturer narrative:
(B)(4). Investigation: in addition to the syncope, the patient undergoing the therapeutic procedure vomited. Syncope episodes have similar characteristics, but can be caused by many different types of stimuli. Root cause: the disposable set was unavailable for specific root cause analysis. The physician pointed to dehydration as the root cause of the incident. Risk analysis: the individual experienced a type of reaction that is listed in the cobe spectra apheresis system essentials guide (cobe, 2008). (B)(4). Additional manufacture date: 12/2009.